Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus followed up with the customer to obtain additional information regarding the event, but no further information was obtained or provided by the customer. The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The evaluation also noted the following non-reportable defects: the outer tube is dented, and the light guide connector is bent. A review of the (DHR) manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k912362/ k923982.

Event description:
The customer reported that during reprocessing the high-definition quick lock rigid telescope was found to have a cracked eyepiece joint. It was reported the procedure was completed. No death or injury and no impact to patient or other has been reported.